Event description:
This case is cross-referenced with case ID: (B)(4) (complaint). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (orthopedic specialist). This case concerns a (B)(6) male patient who received treatment with synvisc one and experienced synovitis. Past drugs included chondroitin sulfate and glucosamine for chondromalacia. The patient had no allergies. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once in the left knee (lot/batch number and expiration date not provided) for grade 4 patellar chondromalacia of the outer side of the patella. It was reported that no synovial effusion was removed prior to synvisc one administration, since there was not. The same day, just after the administration of synvisc-one, the patient had a synovial effusion which was sent for analyses and culture and the results showed 3175 leucocytes (units and normal range not provided), of which a 25% were neutrophils and a 67% were lymphocytes and no crystals. The culture was negative, with no infection. After that, synovitis was diagnosed. It was reported that the patient recovered after 1 month of synovitis onset. On (B)(6) 2015, the patient was well and his knee had improved regarding chondromalacia's symptoms prior to synvisc-one administration. Corrective treatment: oral corticoid (nos). Outcome: recovered/ resolved. Causal relationship as per reporter: related (definite causality). The reporter confirmed that he did not suspect of a quality defect. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Causal relationship as per reporter: related (definite causality). The reporter confirmed that he did not suspect of a quality defect. Seriousness criteria: required intervention. Additional information was received on 28-oct-2015. Global ptc number and ptc results were received. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 02-nov-2015: the follow-up information received does not alter the previous case assessment. Sanofi company comment dated 27-oct-2015: this case concerns a (B)(6) male patient who received treatment with synvisc one for patellar chondromalacia of the outer side of the patella. After the administration of synvisc-one, the patient had a synovial effusion and later synovitis was diagnosed. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. The event of synovitis and its symptoms like effusion, inflammation and pain are expected with the use of product. As per physician, the event was related and level of causality was definite. However, due to lack of information regarding medical history, family history, concomitant medications and past drugs, the complete medical assessment is difficult.

Event description:
This case is cross-referenced with case ID: (B)(4) (complaint). This unsolicited device case from (B)(4) was received on (B)(6) 2015 from a physician (orthopedic specialist). This case concerns a (B)(6) year old male patient who received treatment with synvisc one and experienced synovitis. Past drugs included chondroitin sulfate and glucosamine for chondromalacia. The patient had no allergies. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once in the left knee (lot/batch number and expiration date not provided) for grade 4 patellar chondromalacia of the outer side of the patella. It was reported that no synovial effusion was removed prior to synvisc one administration, since there was not. The same day, just after the administration of synvisc-one, the patient had a synovial effusion which was sent for analyses and culture and the results showed (B)(4) leucocytes (units and normal range not provided), of which a (B)(4) were neutrophils and a (B)(4) were lymphocytes and no crystals. The culture was negative, with no infection. After that, synovitis was diagnosed. It was reported that the patient recovered after 1 month of synovitis onset. On (B)(6) 2015, the patient was well and his knee had improved regarding chondromalacia's symptoms prior to synvisc-one administration. Corrective treatment: oral corticoid (nos). Outcome: recovered/ resolved causal relationship as per reporter: related (definite causality). The reporter confirmed that he did not suspect of a quality defect. A pharmaceutical technical complaint (ptc) was initiated and the result was pending. Seriousness criteria: required intervention. No further information was provided.